Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: discrepant results. Testing was performed using an in-house file kit of axsym troponin-I adv reagent list 2j44-22 lot 91011m600. Three axsym instruments were calibrated and controls were run to validate the curve. Six replicates of axsym troponin-I adv panel level ii were tested across all three instruments and repeated for a total of 6 runs across 3 different instruments. All validity and acceptance criteria were met. No instrument flagged errors were generated and the grand mean concentration of panel ii (0.2106 ng/ml) was within the acceptance criteria (B)(4). Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that erratic axsym troponin-I adv results were generated. An initial serum sample from the patient generated an axsym troponin-I adv result of 0.06 ng/ml. A plasma sample 5 hours later generated a result of >22 ng/ml on a manual dilution with cal a. The plasma sample had read 0.01 ng/ml on the I-stat. The original sample was retested the following day and was >22 ng/ml. The bnp sample was retrieved and tested with results of 0.04, 0.05 and 0.05 ng/ml. There was no report of impact to patient management.